Event description:
Caller reported an incorrect time setting on the pump, which was updated by the caller with assistance from technical support. Blood glucose levels did not result in extreme values, staying within normal range. Caller was advised to monitor the pump time and follow up if discrepancies greater than five minutes recur, and acknowledged understanding of these instructions.